Event description:
Caller reported that pump battery was depleting too fast, but this did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Cts confirmed that battery depletion rate was excessive and decided to replace the pump because it was under warranty. Customer was instructed to use mdi as a backup therapy and understood the procedure to return the pump and put it into storage mode.